Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2024. The blockage was in the tubing. The blood glucose level was high and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of record (B)(4) does not require a type 2 reportable complaint to initiate a child investigation. This child investigation was created and subsequently closed to document the DHR review, which was necessary to advance the parent record to the review and summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6004792 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6004792 was manufactured according to the work instruction (wi) version 109 and manufactured in the line 5 on 13/dec/2023, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 3l04405 was manufactured according to the wi version 10 and manufactured in the machine igtl01, on 13/dec/2023, with a total of (B)(4) units. Review of the DHR showed that a non-conformance (nc) was opened during the sterilization processes actions were required. However, according to the overall review of the DHR confirms that all required process-related tests were completed and met the applicable requirements. No deviations were identified, and no maintenance events were recorded in relation to the complaint code. Conclusion summary of complaint investigation: as a result of the following: one nc raised during sterilization process unrelated to complaint code, therefore, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.